Event description:
An error message was reported with the adc device in use with an unknown phone with an unknown operating system. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer required third-party administration of glucogel for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with an unknown phone with an unknown operating system. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer required third-party administration of glucogel for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. The sensor plug is properly seated and no physical damage was observed on the sensor patch. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor has been reprogrammed and activated and returned to be sensor state 6. Sensor was de-cased and batteries were replaced. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.